Event description:
It was reported that the collimator on the 9800 system closed down and had dark images. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The high voltage cable was replaced and the collimator was calibrated during the svc call. The system was tested and found to be working as intended, and put back into svc.